Event description:
A call to patient services was made on (B)(6) 2013 stating that the patient reported about a tickling sensation from the button of his earlobe couple weeks ago. Patient has medtronic ID card and was advised to contact his physician and medtronic. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).